Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: (B)(4), model sc-1232, serial (B)(4), batch: 528140.

Event description:
It was reported that the patients lead was migrated out of the epidural space. Symptoms of ineffective therapy and new pain at the implantation site were noted. The patient underwent a full system explant procedure. The explanted device was retained at the facility.